Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. There was a circumferential tear 2mm long 13mm proximal of the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior tibial artery and posterior tibial artery. A 2.5mmx30mmx143cm coyote nc balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior descending artery and posterior tibial artery. A 2.5mmx30mmx143cm coyote nc balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.